Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2026 with low flow alarms that begun on (B)(6) 2026. The patient's vital signs were stable and other ventricular assist device (vad) parameters appeared stable. The patient was admitted for further evaluation. Computed tomography (CT) and coronary computed tomography angiography (ccta) on (B)(6) 2026 had suspicion for intraluminal thrombus. The patient's log files were submitted for review. The log files captured low flow events beginning on 30jun2026. Flow trended down from (B)(6) 2026 with flows as low as 1.5 lpm. The mechanical circulatory support (mcs) equipment operated as intended. Intraluminal thrombus was confirmed on (B)(6) 2026. The device did not operate as expected and it was uncertain whether the event was considered device or therapy related. The cause of the events and alarms was not identified, and the patient was transferred to their original implant center. The patient had a right heart catheterization, hemodynamic ramp test, fluids, and was started on inotropes. Additional log files captured low flow events on 09jul2026. The calculated flow appeared to have fluctuated below 2.5 lpm during these events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index was dynamic and elevated. Additionally, it appeared that the speed was dropped down to 3000 rpms multiple times.